Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise first recorded in a high ventricular rate episode on (B)(6) 2017. The leads electrical measurements were reported to be normal and stable. No patient consequence were noted. No intervention had been reported.